Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the symptomatic (presyncope) patient presented to the clinic during follow-up. During the interrogation a firmware for cybersecurity was attempted and the device entered bvvi. A device download was performed successfully. The upgrade was not attempted again due to the patient age. The patient condition was stable throughout the device interrogation.